Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.